Event description:
It was reported that approximately 2 years after promus stent implantation in the proximal left anterior descending artery (lad), the patient experienced unstable angina. An angiogram was performed revealing stenosis in the proximal lad extending into the 1st diagonal artery. The lesion was treated with kissing balloons and stent implantation in the proximal lad. It was also noted that there was a 30-40% restenosis of the proximal right coronary artery (rca). No treatment was provided for the rca lesion. Symptoms resolved following the intervention, and the patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and stenosis are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.